Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the patient line is blocked message on the cycler. The patient also stated manually draining prior to connecting to the cycler, but being unable to drain. The patient reported currently having peritonitis.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There is no documentation to show a causal relationship between the event of peritonitis and the liberty select cycler or cycler cassette. Additionally, there are no reported malfunctions or leaks with the cycler or cassette. There is a temporal relationship between the pd therapy and the peritonitis. It is unknown if the patient followed aseptic technique. Based on the available information, a causal event cannot be determined.

Event description:
A peritoneal dialysis patient reported receiving the patient line is blocked message on the cycler. The patient also stated manually draining prior to connecting to the cycler, but being unable to drain. The patient reported currently having peritonitis.